Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined that the reported difficulties and subsequent patient effects were likely due to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified posterior tibial artery. The armada 14 was advanced to the lesion and inflated but ruptured at an unknown pressure. Difficulty was noted during removal and the balloon portion of the device separated, with about 40 mm remaining in the anatomy. Attempts were made to snare the separated segment; however, it could not be retrieved. The separated portion remained in the distal tibial artery. The patient returned on (B)(6) 2022 and a bypass procedure was performed. Post procedure, the patient was doing well. No additional information was provided.